Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device became disconnected from the network and could not be reconnected. Customer it confirmed that the network was operating fine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been disconnected from the network and would not reconnect. The field service engineer (fse) worked with the hospital information technology (it) staff, and network connectivity was restored. The device was observed to be synchronizing successfully following restoration of the connection. The system functioned as intended after the field service engineer repaired the device.